Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they'd gone into a clinic a couple of times to have their therapy settings adjusted, but the adjustments hadn't helped at all. The patient stated that they had leakage, and the problem seemed to be getting worse. The patient added that there seemed to be improvement with their first surgery, but on their second and third surgeries, they'd gotten worse. The patient did not clarify if the surgeries were all pertaining to different inss but mentioned that they hadn't had a change of programs before. The agent reviewed general therapy information and the patient stated that they would ask their healthcare provider about changing their program. Before the agent could ask for event information, the call was disconnected due to a system issue. The agent tried to call the patient back, but the caller did not answer. The agent was unable to leave a voicemail due to the patient's voicemail not being set up yet.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 978b128 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the steps were or would be taken to resolve the wires pulled out was that the stimulation increased on (B)(6) 2025. The issue was not resolved. Additional information was received on (B)(6) 2026. When asked to clarify the statement, the stimulation was increased on (B)(6) 2025, the patient to undergo lead reimplantation with doctor on (B)(6) 2026 to resolve issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-30 additional information was received from the healthcare provider stating the cause of the issues was unknown. The lead was reimplanted on (B)(6) 2026 and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 serial# (B)(6) implanted: (B)(6) 2025explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-13 additional information was received from the healthcare provider stating the cause of the issue was lead displacement. It was restated that the lead was reimplanted and the issue was resolved.